Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Imaging system failed the mechanical tests. The mvs did not boot - no video on monitor. The medtronic representative replaced mvs pc and video converter and associated cables. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the computer mvs server confirmed reported problem "no video output". When mvs computer was powered up on the bench, computer powered up with no video output. When video card was replaced with a known good video card, mvs computer powered up as expected. Defective video card. The hardware investigation found that reported event was related to an electrical failure mode, failure mechanism was open. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A biomed site representative reported that when booting the imaging sytem, the mobile view station (mvs) displayed a 'no video input'. He also noted that when the issue first occurred he got the following error message: system access violation exception attempted to read or write protected memory. This was reported outside of surgery, there was no patient present when this issue was identified.